Event description:
It was reported that bumex was infused faster than intended. Bumex 12.5mg in 50ml was intended to infuse at 2ml/hr. However, the 50ml was infused in three (3) hours instead. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that bumex was infused faster than intended. Bumex 12.5mg in 50ml was intended to infuse at 2ml/hr. However, the 50ml was infused in three (3) hours instead. There was patient involvement but no harm.